Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my hystorectomy in march') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy in march (year unspecified)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media : medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my hysterectomy in march') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced incontinence ("incontinence") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy in march (year unspecified). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown and the incontinence had not resolved. The reporter considered incontinence, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media report received. Reporter added. Added event weight gain. On 18-jun-2020: social media report received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my hysterectomy in march') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy in march (year unspecified)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my hysterectomy in march') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced incontinence ("incontinence"). The patient was treated with surgery (hysterectomy in march (year unspecified)). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the incontinence had not resolved. The reporter considered incontinence and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information, patient age, new event incontinence and its outcome added as not recovered / not resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.